Event description:
It was reported that during a catheterization laboratory procedure, the hospital staff shocked the patient inappropriately on their t-wave while using the synchronized cardioversion function. This inappropriate defibrillation shock placed the patient's rhythm into ventricular fibrillation. The hospital staff was able to intervene and successfully shocked the patient several times, which converted their rhythm out of ventricular fibrillation. The patient did survive the event and did not suffer any prolonged effects.

Manufacturer narrative:
(B)(4). Physio-control performed a clinical review on the reported event and determined that use error of the device caused the reported symptom of the patient, due to the end user providing an un-synchronized shock to the patient, which placed them into a ventricular fibrillation rhythm. The hospital staff was able to intervene by providing several defibrillation shocks and eventually converting the patient to a viable rhythm. The hospital biomedical engineer performed an evaluation of the device and determined that the device is functioning normally and there was no failure. Proper device operation was observed through functional and performance testing and the device has since been returned to service for use. Physio-control offered training of the device to the customer regarding synchronized cardioversion; however the customer declined. The cause of the reported issue was due to use error.